Event description:
It was reported that the patient¿s right atrial (ra) lead and right ventricular (rv) lead were capped for an unknown reason on (B)(6) 2025. The rv lead was replaced while the ra lead was not. The patient condition was not known.